Event description:
Patient with total artificial heart therapy for 4 months required first urgent driver change for red alarms. This event occurred in the home. Patient and fiancé were able to change from one driver to another with assist of device team via phone. Patient tolerated the driver change without consequence and presented to hospital for evaluation.